Event description:
It was reported that leak was observed from a half day infusor from an unknown location during storage. There is no report of patient involvement. No additional information is available. This medical device report is report 3 of 7.

Manufacturer narrative:
(B)(4). The device was returned for evaluation with a red luer cap (non-baxter product) attached to the distal luer and unknown drug solution in the bladder. Visual inspection and functional leak testing did not identify any leakage. The non-baxter red luer cap was then replaced with a baxter luer cap (blue winged luer cap), and again visual inspection and functional leak testing did not identify any sign of leakage. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.